Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and the unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump was tested with no erased setting after changing battery noted. Pump received with corroded battery tube noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that after every battery change, the settings are erased and everthing has to be entered again. There are no alarms. The insulin pump will return. The customer's blood glucose was unknown.